Manufacturer narrative:
10/16/1997-supplemental report #1 submitted to FDA.

Event description:
The product was used during a laparoscopic nissen procedure. Reportedly, the suture broke. The surgeon used another device to complete the procedure. The hospital has reported no patient injury occurred.